Event description:
Healthcare professional reported "capsule". Healthcare professional later reported capsular contracture baker's grade unknown and patient's concern for the device. The device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, deformation, cloudy gel, green particles, wear abrasion. And was observed after autoclave cycle: bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and concern for the device.

Event description:
Healthcare professional reported "capsule". Healthcare professional later reported capsular contracture baker's grade unknown and patient's concern for the device. The device was explanted. This record is for the right side.